Event description:
The patient claimed that the buttons are worn down and required several presses to activate the desired pump functions. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: during investigation, the keypad symbols were worn off. There was no other damage to keypad. Ok, contrast, up, down keys are intermittently responding. Removed the keypad and found contamination under the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.